Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 15-mar-2014 from an adult (>=18y & <65y) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2013 essure (fallopian tube occlusion insert) was placed. She was (B)(6) when essure was inserted. On an unspecified date the consumer experienced increase or heavy blood loss during menstruation, pain in head, cramps, depressive feelings, tiredness, and mood swings. Those events led her to problems with daily tasks, relation and/or family problems. On an unspecified date she contacted her physician. Blood test and urine test were performed and nothing was found. Company causality comment this spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and presented increase or heavy blood loss during menstruation. This event is serious due to reported disability (event led to problems with her daily tasks, relation and/or family problems) and listed in the reference safety information for essure. In this particular case, it was reported that consumer presented heavy blood loss during menstruation during essure's use. Very limited information was provided in this case; as the blood loss led to problems with her daily tasks, relation and/or family problems, the event is regarded as disability, and as incident. After essure's insertion abnormal genital bleeding and menses pattern changes may occur therefore considering the event's nature and the compatible temporal relationship the causality cannot be excluded. Other non-serious events were informed. Technical analysis has been requested. No further information could be obtained.

Manufacturer narrative:
Quality safety evaluation of ptc received on 21-sep-2016: global ptc number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Device similar incident listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-sep-2016 for the following meddra preferred terms: menorrhagia: the analysis in the global safety database revealed 277 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and presented increase or heavy blood loss during menstruation. This event is serious due to reported disability (event led to problems with her daily tasks, relation and/or family problems) and listed in the reference safety information for essure. In this particular case, it was reported that consumer presented heavy blood loss during menstruation during essure's use. Very limited information was provided in this case; as the blood loss led to problems with her daily tasks, relation and/or family problems, the event is regarded as disability, and as incident. After essure's insertion abnormal genital bleeding and menses pattern changes may occur therefore considering the event's nature and the compatible temporal relationship the causality cannot be excluded. Other non-serious events were informed. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information could be obtained.